Event description:
It was reported to philips healthcare that the heartstart xl device used for training experienced a power supply failure not delivering therapy intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion to the investigation.